Event description:
A battery voltage fluctuation was observed on this ICD. This device was explanted and replaced. Should additional information be received, the file will be updated.

Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the qualitydocuments accompanying the manufacturing process for this ICD were re-investigated.all production steps had been performed accordingly. The final acceptancetest proved the device functions to be as specified.the ability of the device to deliver therapies was verified. The anti-bradycardia pacingpulses proved to be normal and in amplitude and frequency as programmed. A fibrillationsignal was applied and the device delivered a defibrillation shock as specified,documenting a correct sensing and shock delivery. In particular, the specified energylevel was reached.next, the memory content of the device was inspected. The inspection revealedthat the battery voltage temporarily dropped below the eri-threshold, which led to theautomatic detection of the battery status eri. Furthermore, the data showed aninconsistency between the amount of charge taken from the battery and the batteryvoltage.therefore, the device was opened and the inner assembly was inspected. The visualinspection of the inner assembly showed no anomalies. The overall current consumptionof the electrical module was directly measured and proved to be normal and as expected.the battery was sent to the manufacturer for further analysis.the manufacturing records of the battery were inspected, documenting that the batteryparameters were within specification during the battery manufacturing. No anomaliesassociated with this battery were documented during the production process.the battery was subjected to a visual and an electrical inspection as well as amicrocalorimetry analysis. The visual inspection of the battery did not reveal any externalsigns of damage. The microcalorimetry analysis showed an elevated heat dissipation.the battery was opened for destructive analysis. During the inspection ofthe inner assembly, an insulation damage within the battery was identified, which led tothe elevated internal self-depletion.in conclusion, the device was implanted for 43 months. The analysis revealed anelevated internal self-depletion within the battery. Based on the analysis, all therapy functions of the device were entirely available while the device was implanted and inservice.biotronik will monitor closely if complaints received in future point towards a commonroot cause. For this reason we encourage close dialogue between clinicians and ourproduct experts in order to explore all options to minimize any such occurrences in thefuture.